Event description:
The patient was undergoing a thrombectomy procedure using the penumbra system 5max ace reperfusion catheter. During the procedure, the catheter reportedly separated in half upon withdrawal of the product from its housing unit. The physician used a new 5 max ace to complete the procedure with no adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5maxace catheter was fractured approximately 38.5 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The compliant indicates that the 5maxace catheter was separated in half during the removal from the packaging hoop. Evaluation of the returned device confirmed a fracture approximately 38.5 cm from the hub. This damage was likely caused by improper removal of the devices from the packaging. If the user mishandles the catheter and removed the device at a severe angle from the hoop, damage such as this may occur. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.